Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) is "sticking out" of their body and that the ICD feels a "little tight". It was further reported six months later that the ICD is still painful and protruding, and the patient wants a revision. It was further reported that approximately four months later, the patient has continued to call with complaints of pain for months at the implant site and inquired about the current size of their device versus the previous devices they have had. They expressed concerns regarding the lack of preoperative communication and device education prior to their procedure and expressed frustration. It was also mentioned that the device was not shown or discussed with them beforehand and were surprised postoperatively by the device¿s noticeable protrusion under the skin. Of note, the patient emphasized the need for improved patient education and expectation management regarding the physical appearance and healing processes associated with the implant. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.